Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2021. It was reported that patient feels an uncomfortableness, is unsure if it is related to the device or ability to urinate. Patient stated that they were concerned that they did not urinate after the procedure. Additional information was received from the patient. They reported that the patient is currently hospitalized. They are unsure when they will be discharge at this point.